Manufacturer narrative:
There was no death or serious injury associated with the inappropriate defibrillation event.device evaluation of monitor (B)(4) accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device evaluation of electrode belt (B)(4) is currently underway. Upon inspection, the rear therapy electrodes (tes) did not deploy gel while the front te did deploy gel. The root cause for this fault is currently underway. The impedance of the treatment defibrillation was within the normal range and there was no evidence of a serious injury. The electrode belt was otherwise able to detect an arrythmia and deliver a defibrillation shock. Device manufacture date: monitor (B)(4): 11/17/2014 - initial use, electrode belt (B)(4): 11/10/2014 - initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient was treated one time on (B)(6) 2015 at 06:47:41. Over sensing a small cardiac signal contributed to the false detection. A review of the downloaded data indicates that the response buttons were not pressed during the event. The patient continued to wear the lifevest, and then ended use on (B)(6) 2015.